Event description:
Lung cancer diagnosed in july of 1997. Pt is on chemotherapy as well as radiation therapy. Cracked life port in the mid-portion of the port catheter. Removal of the life port. Pt is fully informed of the loss of the catheter. Catheter shearing off because of the cracked catheter and the loss of the catheter in the vascular system etc. Pt understood and wanted to proceed with the procedure. Clinical resume: pt is a 59 y/o caucasian male with lung cancer. He required chemotherapy and facility put a left subclavian life port in august of 1997. Just this week the port was flushed and it began to cause significant pain. It was obvious there was a leak. Pt was referred to facility for removal of the port. Ros: no shortness of breath or chest pain at this time. No fever or chills. No headache. No visual loss. No weight loss.